Manufacturer narrative:
(B)(4). One unopened sample was returned for evaluation. A visual exam was performed and there were no damages found on the thread of the adaptor. The sample was placed on the oxygen flowmeter for functional testing and no issues concerning the fixation were found or detected in any parts of the device. Therefore it is considered to be an acceptable and functional sample. Regarding other customer complaints from this similar issue, a CAPA was opened. According to the CAPA investigation so far the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. All production from may 2016 forward is with the updated snap adaptor component.

Event description:
Customer complaint alleges it is difficult to "fix the connector to the wall debimeter". The alleged defect was detected prior to use. There was no report of patient involvement. No report of delay in treatment.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Based on the partial lot 04c16 provided for which the device history record resides at (B)(4) facility, the (B)(4) lot numbers for component tfx-001411 were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint. Customer complaint cannot be confirmed, based only on the information provided, however this reported complaint is a known issue and a CAPA is open to perform a further investigation this issue (this CAPA is owned by r & d). All production from may 2016 forward is with the updated tfx-001743 snap adaptor component. If device sample becomes available at a later date this complaint will be re-opened.

Event description:
Customer complaint alleges it is difficult to "fix the connector to the wall decimeter". The alleged defect was detected prior to use. There was no report of patient involvement. No report of delay in treatment.